Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The patient's generator also showed eri = yes. It is unk if there was any patient manipulation or trauma to the device site that could have contributed to the reported event. The patient went through full revision surgery. Good faith attempts to obtain additional information regarding the reported event and explanted products for product analyses are underway.